Manufacturer narrative:
Initial reporter phone number: (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis and was hospitalized for the event. The cause was unknown. Treatment was unknown. On an unreported date, the patient's pd catheter was removed and pd therapy was discontinued. The patient was switched to hemodialysis and was discharged from the hospital on the same day of report. At the time of this report, the patient was recovered. Additional information is not available.